Event description:
The vitrectomy valve for this ophthalmic microsurgical unit would not pulse during a vitrectomy procedure. The cutter was operated at the fastest and the slowest settings which freed the cutter and the case was then completed. There was no pt injury; however, the case was prolonged which required prolonged anesthesia to the pt.